Event description:
Complaint received regarding one (B)(4), spinning spiros, lot# is unknown. Report states; disconnection from carefusion pump sets. Unprotected chemo exposure reported. No emergent treatments required and no adverse patient/clinician consequences reported.

Manufacturer narrative:
Visual inspection: received one (1) used ch2000s-pc, spinning spiros, lot# is unknown, carefusion pump set and ch-13 bag spike with clave. The spinning spiros was separated from the pump set. Functional testing: one used carefusion pump set with a c-clip affixed on the male spin luer at the distale end of the set. The carefusion set was spiked into a ch-13 bag spike adapter. A single used, unconnected ch2000s-pc spinning spiros was also returned with the spin feature activated. The carefusion pump set and ch-13 bag spike adapter were pressure leak tested and no leakage was observed. Final analysis summary: the returned ch2000s-pc spinning spiros was has an iso compliant female luer and low residual disconnect torque. No design or functional defect could be found. ICU medical will monitor and trend.

Event description:
Complaint received regarding a disconnection from carefusion pump sets. Unprotected chemo exposure reported. No emergent treatments required and no adverse patient/clinician consequences reported.